Event description:
It was reported a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. The hernia was reported in the ¿umbilical cord¿. It was reported the patient was hospitalized for the event. Treatment was not reported. The patient was discharged twenty-one days after admission. At the time of this report the patient was recovering from this hernia event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.